Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in intensive care unit because of diabetes ketoacidosis. Customer was admitted to the hospital on (B)(6) 2019 and the blood glucose level was 700 mg/dl. Customer had a symptom like vomiting. Customer decline troubleshooting for high blood glucose. The product will return for the analysis.